Event description:
Per the clinic, the patient's rechargeable battery was swollen and the outside plastic cover looks melted as well (specific date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.